Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified coronary artery. A 24 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during insertion of the stent over the guidewire, the middle shaft snapped and broke. The stent was removed successfully. The device was replaced, and the procedure was completed successfully. No patient complications were reported.